Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform as expected. The device would not inflate and deflate to a satisfactory point for the patient. The patient underwent surgery and all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.